Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels from over 300 mg/dl to 500 mg/dl. The customer did not change their eating habits. The customer declined to troubleshoot the insulin pump. The customer also had a low blood glucose level of 68 mg/dl because they took a fast acting manual injection due to a high blood glucose level of 505 mg/dl. The customer treated the low blood glucose with food. They changed the set twice and the cannulas were not bent. The device will be replaced. The customer declined to return the insulin pump for analysis.